Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Following inspection on-site by a livanova field service representative, livanova (B)(4) learned that the state of the internal components in the water circuit of the device indicated that the cleaning and disinfection procedure had not been carried out according to the instructions for use (IFU). The replaced distribution board was returned to the original equipment manufacturer for further evaluation. Visual inspection and hardware analysis of the distribution board revealed that the current limiting resistors were burned out. This indicates that the current consumption of the pumps is too high. As the pumps were not returned for evaluation, the exact root cause could not be determined.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative found that components of the distribution board were getting burnt. Examination of the patient and cardioplegia tanks revealed partially jammed pump motors. The pump motors in the patient tank and the distribution board were replaced and the service representative recommended replacement of the pump motors in the cardioplegia bridge to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The distribution board and patient side pump motors were requested for return to sorin group (B)(4) for investigation. A follow-up will be filed when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that several error messages were displayed on the patient circuit of the sorin heater-cooler system 3t during installation. There was no patient involvement.